Event description:
Customer's doctor reported the insulin pump had alarmed motor error. Customer's blood glucose was unknown. The device is being returned to undergo further analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor high current draw. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.